Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: (B)(6) female patient pre-op diagnosis hemangioma in right liver lobe. The sales rep was present for the case. The case began laparoscopically. The surgeon mobilized the liver with a ligasure device, then opened the patient. Dr (B)(6) then fired the endo gia with a grey load (030453) over the hepatic vein and experienced difficulty. There was bleeding in the area. Help was called in to control bleeding but the source was never controlled. Trauma and cardio thoracic surgeons attempted to control bleeding for 5 hours. The patient expired on the table. The surgeon commented that staples must have pulled out (did not hold). No reinforcement material was used. As stated post operatively in a meeting by scrub nurse and nurse manager (relayed to the sales rep), trauma and cardio thoracic surgeons indicated there were no malformed staples. The bleeding was not at the staple line. There were no issues with the staple line. The bleeding was deeper and behind the staple line. The surgeons had to cut through the rib and get behind the mediastinum to get to the bleeding. It was possible that the vena cava or aorta was nicked. No autopsy was performed per the family. Blood loss exceeded 500cc and operating room time was extended by more than 30 minutes. Lot numbers of the subject stapler and reload were not documented by the customer. The operating room director indicated all product was discarded.